Manufacturer narrative:
No investigation could be performed. The customer reported that a bent disposable tip bumped the filled microwell plate and liquid splashed contaminating the contents of the microwells. The customer refused service.